Event description:
It was reported that a spectrum pump had a system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported system error 322 was confirmed through review of the event history log. Physical inspection found a gap between the upper latch and the upper aux flex. This gap was created from the upper latch rubbing on the upper aux switch causing the switch to become partially separated from the flex. The separation of the switch/flex contact was the cause of the reported symptom. The upper aux assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.